Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a damaged battery. During review of the pump's event history, it was found that a depleted battery alarm interrupted delivery. It is unknown when this condition occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.13.92.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery was confirmed by baxter personnel during product evaluation. The root cause was assigned to depleted main batteries. The main batteries and battery harness was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.